Manufacturer narrative:
(B)(4). Batch # r58t0u. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage, with staples present and with the breakaway washer uncut, indicating that the device had not been fired. After further inspection was noted that the device trocar was damaged resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. It is possible that the component was damaged from the supplier, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r93j6j, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic radical esophagectomy for esophageal cancer surgery, after made purse-string, could not assemble the anvil and device. Another brand device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.